Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be ent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule came out attached to the delivery system and fell onto the patient. It was noted that the pin on the capsule had not advanced. No serious injury to the patient was reported.